Manufacturer narrative:
(B)(4). The customer reported that the battery had a slow energy (joule) charge time and that the unit could only deliver 3 or 4 shocks. There was no report of pt impact. A new battery was shipped to the customer site. As of 4/28/2011, there have been no further calls from this customer site regarding this issue.

Event description:
The customer reported that the battery had a slow energy (joule) charge time and that the unit could only deliver 3 or 4 shocks.